Event description:
Boston scientific crm received information that this right ventricular lead exhbited impedance measurements greater than 2500 ohms, loss of capture and noise. A chest x-ray was performed, which confirmed a lead fracture. The lead was programmed to unipolar configuration, however, the noise persisted. No adverse patient effects were noted.

Event description:
Information was later received that this lead exhibited high threshold measurements. This lead was explanted. No adverse patient effects were noted as a result of the procedure.

Event description:
--

Manufacturer narrative:
This lead remains implanted; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, thorough analysis was performed. The anode and cathode coils were slightly flattened and were confirmed fractured approximately 24.5 cm from the pin. The insulation above the fracture site noted the coils impression from the impact from the coils underneath. This type of damage and location is consistent with clavicle first/rib entrapment.

Manufacturer narrative:
This lead was returned. Pending the completion of lab analysis, this section will be updated appropriately.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.